Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine and an unknown medication (concentrations and doses unknown) via an implanted pump for spinal pain and non-malignant pain. It was reported the patient went into the hospital on (B)(6) 2019. It was clarified the patient was admitted to the hospital due to liver disease and internal bleeding and that was when they found the patient was septic. The patient was bleeding internally but they didn¿t know from where and then the patient¿s liver failed and they found him to be septic. It was also noted the patient had been fighting liver failure prior to implant. It was further reported the pump area was infected and the pump was starting to come out through the incision. They had been working with insurance to get the pump either removed or replaced because the patient "kept getting infections". The change in therapy/symptoms was gradual. They found the patient to be full of infection due to the pump and was septic. The pump was pushing through the skin. The area of the infection was the pocket. It was noted the infection was not confirmed and the event date was about 3-4 months ago.